Event description:
According to the reporter: during the case the surgeon used the device for a lung tissue resection. There was no problem for the first staple firing. But after the second firing, the surgeon found that the jaws of the device would not open and the black returning knob was pulled. The surgeon used a hand instruments to help remove the device. After the device was removed the surgeon noticed along the staple line that some of the staples were not formed in the "b" shape. Therefore, he used a competitors device and positioned it just next to the previous staple line for further resection.

Manufacturer narrative:
(B)(4).